Event description:
It was reported that the patient had repeated systemic infections. There was vegetation on the leads. The device system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.